Manufacturer narrative:
The device was used for treatment. The device was not returned for analysis, therefore, the clinical observation could not be confirmed. The lot number of this device was not provided, therefore neither a review of the device history record nor complaint history could be performed. Inspection procedures require any oscor product pass all in-process and qa final inspections before shipping to the customer. Per procedure destino steerable guiding sheath in-process and final inspection: perform leak test according to procedure based on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. This procedure is performed on 100% of the sheaths. Per instructions for use: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. Slowly remove the dilator from the sheath. Caution: rapid removal may damage the valve membrane resulting in blood flow through the valve. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing nonconformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.

Event description:
It was reported that preparation of afib cryo procedure direx was leaking fluid leak from catheter handle. There was no adverse patient side effect reported. Physician used new direx with no issue. No additional information is available. No serious injury reported.